Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reported that he began experiencing infections of the right (od) eye when he began use with the contact lenses. The patient discontinued lens use for one week and the symptoms subsided but returned with lens use. The eye care provider recommended eye drops, unspecified, which have helped but have not resolved they symptoms. The patient did not provide contact information for the treating eye care provider. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.